Manufacturer narrative:
The customer's products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. The date listed in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
On (B)(6) 2016, a customer contacted adc and reported that "around easter last year" she was visiting away from home, and tested and received a "hi" (>500 mg/dl) message on her adc blood glucose meter. The customer could not remember the specific date or time when this occurred. She self-treated with 4 units of insulin, and reported that 7 minutes after injecting the insulin, she felt weak, and then experienced a seizure. Paramedics were called and assessed the customer as being hypoglycemic. She was treated on scene with an injectable medication (customer did not know the name of the medication). No readings from the paramedic's meter were provided. The customer refused to be transported to a hospital for additional treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B)(4) were tested with control solution instead. All control solution results were not within the range specification. Extended investigation was completed on the retained test strips. All results were within the range.